Manufacturer narrative:
(B)(4). Supplemental MDR - silicone visible. Ninety-four samples were provided to our quality team for investigation. All syringes were received loose in smaller bags labeled with various defects. Seven syringes were found with no defects observed: therefore, acceptable. Thirty-one samples were found with major damage to the barrel and plunger rod, and two had damage to the plunger rod, additionally seven had scuffs on the barrels. Fourteen were found with scale marking defects including missing print, excessive dark print, double print, and smeared print. Thirteen barrels only and two plunger rods only, and one with the stopper jammed between the barrel and the plunger rod. Seven had silicones on the plunger rod outside the fluid path. Ten had molding defects including, bubbles in the plastic and embedded foreign matter causing brown discoloration within the barrel. The conditions observed are non-conforming per product specification. Potential root cause for the air bubbles in barrel and embedded foreign matter outside fluid path defects is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start-up. This type of defect is cosmetic and does not pose a risk to the customer. If a small amount of water particles makes it into the mold, they become vaporized and can create an embedded concentration of this vapor in the produced part. Potential root cause for the damaged barrels, damaged plunger rods, missing components, stopper jammed, scuffed barrels, and silicone outside fluid path defect is associated with the assembly process. Potential root cause for the scale markings dark, double print, and missing defects is associated with the marking process. A quality alert will be issued to the plant to address these defects. Furthermore, a device history record review was completed for provided lot number 4075508. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4075508 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll bns had visible silicone. The following information was provided by the initial reporter: good day, as agreed, we submit all our findings at the end of the batch. All were found during packaging so no patients were involved. This is in addition to complaint number (B)(4) which was on the same batch (1500 syringes with silicon oil) (closed). Fyi: we don¿t perform 100% checks on every syringe on all aspects. Article code: 309648, batch: 4075508, event date: 22-aug-2024 till 09 jan 2025, staxs complaint refs: (B)(4). Visible silicon oil: 153, scale marking issue (crooked, double, missing): 115, damaged syringe: 60, crooked stopper: 43, embedded matter / foreign matter (not loose): 9.